Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer was unable to complete the load fill tubing sequence. Customer changed cartridges multiple times, and used replacement infusion set tubing to resolve the issue. There was no impact to the customer's blood glucose level.